Event description:
This procedure is part of (B)(4): pre-discharge the patient experienced a tia, but recovered without sequelae. Please reference MDR 2183870-2011-00224 for the protege rx used in the procedure.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(4) study events.